Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low impedance and it was also under-sensing. The ra lead was removed and replaced. No patient complications have been reported as a result of this event. It was further reported that the patient experienced dyspnea and weakness. No further patient complications have been reported as a result of this event. It was also further reported that the ra and right ventricular (rv) lead had migrated.